Event description:
The following events were noted through a periodic article review. The patient was admitted with chest pain and inferolateral st elevation. Myocardial infarction was diagnosed and the patient was taken to the catheterization lab. A 2.5 x 8 xience v and a 3.0 x 15 xience v were implanted in the obtuse marginal (om) artery. A 3.0 x 28 xience v stent was implanted in the posteriolateral artery (pla). Angiography 3 months post stent implant revealed a large aneurysm around the stent in the second om and some aneurismal changes around the stents in the first om and the distal pla. The stent in the first om was re-dilated using a 4.0 x 9 non-abbott balloon with good results. After post dilatation, the stent was nicely apposed to the vessel wall on ivus. Lifelong aspirin 100mg/day and clopidogrel 75 mg/day were recommended.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The 2.5 x 8 xience v and the 3.0 x 15 (B)(4) are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported aneurysm is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.